Event description:
It was reported that this right ventricular (rv) lead exhibited over sensing which resulted in pacing inhibition. The patient didn't experienced asystole. Subsequently, a revision procedure was performed. The over sensing was determined to be due to the lead location being very near the atrium. The rv lead was repositioned further into the ventricle, and no over sensing was observed. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to date of event.

Event description:
It was reported that this right ventricular (rv) lead exhibited over sensing which resulted in pacing inhibition. The patient didn't experienced asystole. Subsequently, a revision procedure was performed. The over sensing was determined to be due to the lead location being very near the atrium. The rv lead was repositioned further into the ventricle, and no over sensing was observed. This rv lead remains in service. No additional adverse patient effects were reported.